Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 398 mg/dl. Troubleshooting with tandem technical support was performed and the luer lock connection was not straight/secure. Additionally, it was reported that air bubbles were observed within the tubing. Customer¿s blood glucose was 245 ¿ up to the 300s mg/dl. The customer changed the pump supplies to address the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.